Event description:
As a result of an inspection that was completed as part of the correction initiated by ge healthcare (gehc) on 02-apr-2025, (gehc field action number 34142) this unit was identified as having an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode. There was no patient involvement.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode per 21 cfr 806 on 02-apr-2025. The gehc field action number is fmi 34142. Customers were sent a letter explaining the issue and providing instructions for inspecting for effective ventilation in volume control ventilation (vcv) mode. Gehc will correct all devices that fail the ventilation screening test at no cost. Block a: no patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that the reported unit was not turned over to the customer and remained entirely under ge healthcare's (gehc) control. Therefore, there was no potential for this device to be in use and therefore no potential for a reportable malfunction. The unit will be repaired while in gehc's possession as described in gehc's field action fmi 34142.